Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and suture was used. It was revealed that the needle had been accidentally cut with the scissors attached to the back of the da vinci needle holder during a robot-assisted total hysterectomy previously. There was no problem with the suture. This happened when the doctor was still unfamiliar with the device. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: can you identify the lot number of the product used? Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: this information was heard when one issue that was input as (B)(4) was reported at the time. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.